Event description:
The following was reported by the pt: (B)(6) 2008 - pt underwent repair of right inguinal hernia with modified kugel patch.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt reported approximately seven months ago he began experiencing pain and underwent a CT which can which revealed the modified kugel patch folded and protruding into his bladder. The pt reported he may have an infection and it is likely he will have to have the modified kugel patch removed. Although there is no confirmation of the presence of an infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Medical records have not been provided and the mesh reportedly still implanted. With the currently available info, no conclusion can be drawn.